Event description:
It was reported that the transmitter was not working occurred. Date of event is an approximation. On (B)(6) 2023, the transmitter stopped working. The patient had inserted a sensor in the abdomen and clicked in the transmitter. He was using an omnipod5 and phone as his display devices. He did not have a glucometer at home. He did not see any cgm (continuous glucose monitoring) values on either device. He replaced the sensor and clicked in the transmitter with the new sensor, and it still did not work. He felt hyperglycemic, was sick, vomiting and his body hurt and ached. The time between when the transmitter stopped working and the symptoms started was not disclosed. He attempted to self-treat at home with insulin injections (2 doses). His wife transported him to the ER (emergency room) where his bg (blood glucose) level was over 600 mg/dl, and he was diagnosed with diabetic ketoacidosis. At one point during the report, he indicated he remained in the hospital for three days, at another he stated he remained in the ER 10 hours and was discharged home on ¿wednesday,¿ in stable condition which is presumed to refer to (B)(6) 2024. In a subsequent follow up call to the patient on 01/12/2024, the patient provided additional information. At the hospital treatment included IV insulin, fluids, and morphine for the pain from the body aches. At one point the bg level was 800 mg/dl. As the patient provided details about the hospital treatment, he also stated the sensor was inaccurate. He gave two examples (bg level 800 mg/dl, cgm 250 mg/dl), and later clarified that the bg level at the hospital was 725 mg/dl and the cgm was 285 mg/dl. He did not specify when during treatment at the hospital the comparison was made. After he returned home, he obtained a glucometer and had noticed the bg and cgm values were not exactly the same but did not provide any other example of an inaccuracy. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be signal loss under one hour. The product performed within specification and the complaint allegation falls within expected performance. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 investigation conclusion code - 4316 - the concluded cause is not adequately described by any other term.